Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information /correction h10: three actual samples were received for evaluation; the other three (3) samples were not received and therefore could not be evaluated. Correction: two (2) of the three samples were received in open pouches and the clear caps of these (2) samples were not positioned on the patient connectors. Remove statement: ¿or loose inside the open pouches¿ as previously reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) samples were received for evaluation. A visual inspection with the naked eye noted one sample had a loose clear cap to the patient connector inside one closed pouch and two samples in open pouches were not positioned on the patient connectors or loose inside the open pouches. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual devices were not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and the patient connectors on two samples were without a clear pull ring cap. The clear cap was loose inside the over pouch on one set; however, due to a photo only evaluation, the sample analysis was unable to determine if the other caps were loose inside the over pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (pull ring) of six (6) homechoice low recirculation volume apd set with cassettes had come loose while in the packaging. This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.